Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the occlusion issue; however, no response was received from the customer. Additionally, it was reported that an altitude alarm occurred. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy. Customers blood glucose was 298 - 305 mg/dl.